Manufacturer narrative:
Product event summary: battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. The reported event was confirmed by visual analysis ¿ there is a small opening in the battery cable sheath. It does not appear that any of the wires inside the sheath are damaged. The battery passed functional testing with no problems. The reported event was confirmed. The probable root cause is accidental cutting of the cable sheath. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that there was a crack to the battery's cable at the strain relief. Colored cables could be seen. Log files were sent. The patient's home was also reported to be "neither too warm nor too cold". The battery was exchanged. No patient complications have been reported as a result of this event.